Event description:
Reporter indicated that pt has experienced severe hoarseness since vns implant. Treating neurologist elected not to initiate stimulation until the hoarseness resolves. The hoarseness had not improved one month post-implant, but the pt has not yet been formally diagnosed with vocal cord paralysis. Treating neurologist plans only to observe the pt for the time being and indicates that the incident is related to the implant surgery.